Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold and had low pacing impedance measurements. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.